Manufacturer narrative:
The returned device analysis confirmed the reported knot and lock line break. The reported mechanical jam associated with inability to remove the lock line could not be replicated in a testing environment due to the returned condition of the lock line (it was received broken and no clip delivery system (cds) was returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the results of the device analysis, the inability to remove the lock line is the result of a knot (material deformation) on the lock line. The lock line break was due to the need to apply force in order to remove the lock line. The foreign body in patient appears to be related to procedural circumstances. Foreign body in patient is listed in the instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. The investigation determined the lock line knot appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The additional mitraclip device referenced is filed under a separate medwatch report number. Device code removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that after the steerable guide catheter (sgc) was inserted, a blood clot was observed at the tip of the dilator. The sgc was removed and aspiration was performed to remove the blood clot. It was noted that a portion of the blood clot was removed, but the other portion of the blood clot had migrated into the lungs. The blood clot then became lodged in the auricle appendage. The sgc and clip were then inserted into the anatomy; however, during deployment, after removing the lock line 6 inches, it became stuck. The lock line was then pulled further and broke. The physician stated that roughly 8 to 10 inches remained in the anatomy. To treat the blood clot, the patient was put on blood thinners. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report foreign body in patient, inability to remove the lock line and broken lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had a flail of the mitral valve. The clip was inserted and both leaflets were successfully grasped; therefore, the clip was attempted to be implanted. While removing the lock line, the lock line became stuck and was unable to be removed. At this time, it was noted that a knot had occurred on the lock line. In an attempt to retrieve the lock line, the physician tried breaking the lock lever; however, this was unsuccessful. The physician then decided to pull on the lock line until it broke. Only part of the lock line was able to be removed and the other portion remained in the anatomy. It was noted that the clip was stable on the leaflets, but as a precaution, the physician decided to implant an additional clip to make sure the clip was completely stable. Mr reduced to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.